Event description:
Caller reported experiencing a cartridge alarm during the loading process while following the prompts to remove the used cartridge. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.